Event description:
"It was reported that a patient had an heterotopic ossification of the glenoid. Patient ID: (B)(6)".

Manufacturer narrative:
On november 10th, 2020 stryker trauma and extremities acquired tornier (B)(4). An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Per definition, a heterotopic ossification is the presence of bone in soft tissue where bone normally does not exist which lead to small bone nodules in excess, serious pains. General reasons are not well known but the most often they follow after injuries to the spinal cord injuries, neurologic troubles, traumatisms, amputations, surgeries. Factors inherent to reversed shoulder arthroplasty reported to increase the risk of heterotopic ossification include surgical approach and the extent of operative release of soft tissues. Size of the glenosphere does not seem to be a significant factor. The diagnosis has also been described as a possible risk factor (higher incidence with cuff tear arthroplasty) than in other pathologies.